Manufacturer narrative:
Carefusion file identifier:(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported that while using the avea ventilator, it alarmed "circuit occlusion", "extended high ppeak" and stop ventilating while on a patient. The customer reported a continuous audible alarm was present. The customer has been contacted for further information and at this time they can not confirm what intervention was performed and if there was any patient harm or injury.